Event description:
The patient reported to philips that while using the dreamstation 2, noticed burning smell and seen smoke coming from the machine and even has smoke in his mask. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.